Event description:
It was reported that the pump sparked and caught fire. Reportedly, the pump was charging during the event. The customer's blood glucose had no adverse impact. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.